Event description:
Two blockers got damaged during final tightening using the torque wrench and the anti torque key.

Manufacturer narrative:
Investigation has been initiated. Any add'l info will be filed as supplement report.